Event description:
It was reported the blt assy angled director acl had the calibration marks no longer legible. There is not a case reported but this has been an ongoing issue. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one blt assy angled director aclused for treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. The information provided states, ¿it was reported the blt assy angled director acl and the 4 point director had the calibration no longer legible¿. An exact root cause cannot be determined with confidence. Instruction for use documentation contains precautionary statements and recommendations for proper use of product. Per instruction for use: prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Insert the bullet into the bottom of the guide with the flat side of the bullet knob facing down. Complaint history review indicated, no complaints of this failure was found. Batch review was unattainable without a valid lot number reported. No indications suggest the product did not meet specifications upon release to distribution.